Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed through analysis of the submitted computed tomography (CT) images. The reported low flow alarms were confirmed through the review of the submitted log files. The customer submitted 3 CT images showing the cross-section of the outflow graft. In each of the 3 images, occlusion of the outflow graft was noted. The occlusion appeared consistent with extrinsic outflow graft obstruction (eogo). The controller event log file contained events from 20apr2025 through 21apr2025, per the timestamps. Multiple low flow alarms were captured along with numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained routine power source exchanges and pi events. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, document #(B)(4), rev. D, are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the hm 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had numerous low flow alarms over the last couple days with flows to 1.7-1.9 liters per minute (lpm). The patient was on low flow 2.0 lpm software. Log files were sent for review, and the event log displayed multiple low flows as mentioned where the low flow estimator dropped below 2.0 lpm. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events seen within the log files. It was further reported that this ended up being an extrinsic outflow graft obstruction (eogo). The outflow graft was stented with improvement in flows, back to 4l. The eogo was diagnosed via computed tomography (CT) scan. The cause of the low flows was the eogo, and they resolved post stenting of the outflow graft. The patient was short of breath and fatigued during the low flows. The patient was discharged home after the stenting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.